Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder was implanted using a 14f amplatzer torqvue 45x45 delivery sheath. There were no partial or complete device retractions during procedure, and there was no difficulty implanting the device. The wire position was in the upper pulmonary vein. The patient was in sinus rhythm at the time of procedure. The left atrial pressure at time of procedure was 10mmhg. There were not multiple wire or delivery sheath exchanges during procedure. The patient's activated clotting time (act) level during procedure was 287 seconds. Heparin was administered during procedure. Six hours post implant, a pericardial effusion was observed, which progressed to cardiac tamponade. A pericardiocentesis was required, and the drain was left in place. Later, a pericardial window and surgical drain were required. The patient was admitted to the hospital. The cause of the pericardial effusion was unknown but suspected to be possibly due to the device or the transseptal puncture as the atrial septum was extremely floppy. Prior to procedure, patient had aspirin 81mg and clopidogrel 75mg one day prior to procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion led to cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.